Event description:
It was reported that this right ventricular lead was explanted due to dislodgement. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular lead was explanted due to dislodgement. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.